Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not terminate insulin therapy when customer¿s blood glucose (bg) level was trending down. Customer's blood glucose ranged from 56 mg/dl. Cause of bg was due to customer delivering a larger bolus than needed. Juice was consumed to address bg. Reportedly, customer continued to use pump for insulin therapy.